Event description:
It was reported that the handpiece is unable to engage in the user interface. No case involved therefore no harm or injury to the patient.

Manufacturer narrative:
H6: the device, which was used in a procedure, was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed on the exterior of product and found no faults, functional testing confirmed difficulty turning the pump cartridge, this was due to the level of corrosion found in the unit. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event however this investigation is now complete with no further action deemed necessary at this stage.